Manufacturer narrative:
The device was not returned for laboratory analysis. It is suspected that the device remains in the hospital pathology laboratory and may be returned in the future.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) battery status earlier than expected, after 38 months of implant. The monitoring voltage in (B)(6) 2010 was 2.41v with a charge time of 13.6 seconds. Now the monitoring voltage was 2.18v and the charge time 32.8 seconds. The device was included in the shortened replacement window advisory that was issued april 5, 2007.

Manufacturer narrative:
The field representative reported that the patient was not pacemaker dependent. Technical services discussed that at 2.17v the device would revert to storage mode and no brady or tachy therapy would be available. No adverse patient effects were reported. The device was later explanted and replaced with another boston scientific ICD. The device will be returned for analysis. This report will be updated when additional information is available.